Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR. ID#: 2134265-2011-02999, 2134265-2011-03001. It was reported that post a stenting treatment procedure, myocardial infarction occurred. The patient presented at the time of the index procedure due to unstable angina. Cardiac catheterization revealed 3 target lesions. The first was a 50% stenosed and 5mm long lesion located in the distal right coronary artery (rca) with a reference vessel diameter of 2.6mm. This was treated with direct stent placement of a 2.5x8mm taxus liberte stent resulting in 0% residual stenosis. The second was a 60% stenosed and 18mm long lesion located in the mid rca with a reference vessel diameter of 2.6mm. This was treated with direct stent placement of a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. The third was a 60% stenosed and 20mm long lesion located in the proximal rca with a reference vessel diameter of 2.6mm. This was treated with direct stent placement of a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. One day post procedure, the patient was noted to have elevated troponin levels and was diagnosed as having a myocardial infarction. No action was taken to treat this event and it was considered resolved without residual effects. The patient was discharged the same day on aspirin and prasugrel. It is the opinion of the physician that this event is not related to the taxus liberte stents.